Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas without the complainant battery. The battery compartment and cap were found to be intact with no evidence of moisture ingress. Eval found that the pump powers up properly with a test battery. The pump was exercised for 3 hours with no evidence of overheating or alarms. High current draws were found during testing, a capacitor in the piezo circuit was found to have failed.

Event description:
It was reported that a family member noticed that the battery was hot when she removed it from the pump during a routine battery change. She stated that it was not hot enough to burn the pt. The family member said that she inspected the battery compartment, she denied moisture or corrosion in compartment, and she stated that the battery did look corroded.